Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to the retaining cover and metal accessory were returned without being attached. Although the accessory was detached, visual inspection found no damage. The retaining cover and metal accessory were reinstalled. The accessory was successfully installed on an in-house monopolar curved scissors (mcs) instrument. The instrument was placed on the in-house system for testing. There was no tip detection failure regarding the mcs accessory observed. The instrument also tested for energy delivery with the returned mcs tip accessory and passed. The mcs tip accessory opened and closed properly. No product issue was identified. The complaint regarding the tip was broken was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors (mcs) tip cover accessory broke during the surgery with normal manipulation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the single port (sp) monopolar curved scissor (mcs) tip cover accessory involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.